Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen display. The customer¿s blood glucose level was 9.6 mmol/liter at the time of the incident. Customer reports the time clock does not advance. Customer was unable to clear the pump errors, power loss alarm and program pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. Device was monitored and no blank display or frozen screen anomalies noted. Power connector plug in and locked in place properly. No battery alert noted during testing. (B)(4).